Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. During servicing, the fse checked and adjusted the sorter alignement to thedispense lane and to the test cup trays. The fse checked and adjusted the test cup reader and the seal breaker to the dispense lane. The fse verified proper operation with several sorter and seal breaker tests. The instrument ran without any issues. There was no further action required by fse. The most probable cause of the reported event was due to sorter pickup adjustment.

Event description:
On (B)(6) 2016, a customer reported error 4053 sorter z home overrun with their aia-900 analyzer. The customer is also getting no break (nb) and error 2140 seal break failure. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting luteinizing hormone (lh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.